Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03078. It was reported that the burr became stuck on the rotawire. The target lesion was located in he coronary artery. A burr and a rotawire were selected for use. During the procedure, the devices were introduced in the target lesion using a guide catheter. When ablation was performed, it was noted that the console stalled. It was also observed that the burr became stuck on the rotawire. It was not possible to retrieve the burr without removing also the wire. The procedure was not completed and was postponed. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Describe event or problem, lot number, device expiration date, device manufactured date updated. Manufacturer name corrected from maple grove to cork upn- search corrected from peripheral rotalink plus to rotablator rotalink plus 1.25mm upn corrected (B)(4).

Event description:
It was further reported that a 1.25mm rotalink¿ plus was used during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 1.25mm rotalink¿ plus was used during the procedure.